Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarms on the insulin pump. Customer's blood glucose level was over 400 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via insulin pump. Customer advised they had a bent cannula which may have resulted in a no delivery alarm. Customer declined to troubleshoot high blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).